Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient experienced an abscess with secretion after the biomonitor implant. The patient was treated with antibiotics and the abscess was emptied. Explant of the device was scheduled but its unclear if it was removed. No explant date was provided.